Event description:
Uac infusing at 10 cc/hr. Rn noted fluid level in burette had not changed in 2 hrs. Rn clamped tubing above to assure no double dripping. Blood glucose was 75 previously but decreased to 48. Rn assumed pump non-infusion.